Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a sore underneath the front therapy electrode. The sore was open and bleeding. The patient's physician applied a medical patch over the area. During a follow-up, it was reported that the patient's irritation improved after the medical patch was applied.